Event description:
It was reported during a rotational atherectomy procedure, that the burr could not advance further at the bifurcation of omi, and a dissection was noted. The pt was sent for bypass surgery. The bur was reported as not sharp enough. Pt status is listed as "stable".